Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record for the item, identified no deviations or anomalies during manufacturing a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product: unknown femoral, catalog #: n/I, lot #: n/I. Report source - foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple reports were filed for this event, please see associated reports: 0001822565 - 2021 - 03004.

Event description:
It was reported a patient underwent an initial knee arthroplasty. Subsequently, approximately a year and a half later, the patient was revised due to poly exchange and patellar resurfacing for fixed flexion deformity. The poly was down sized and the patellar resurfaced.